Event description:
Additional information showed the patient's device was replaced in 2010, and the patient's new device was working properly after reprogramming.

Event description:
There was a loss of therapeutic effect reported.

Manufacturer narrative:
(B) (4).